Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: event summary: it is reported that when the surgeon was impacting a maxera shell into the patient, the screw, which holds the alignment guide to the inserter shaft got broken. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the small screw is completely broken of at the level of the knurled small handle. The fracture surface seems to show a force rupture characteristics. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary; instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient not possible: the material compatibility specification certify the suitability of the material and the documents of material for lot 13.892280 indicate that there was no material fault; instrument breaks due to degradation of material due to cleaning and sterilization: possible, after many sterilization cycle could lead to small thermal deformation which contribute to material weakening. On the same time during sterilization cycle may enter in contact with other hard materials; instrument breaks or deforms due to off-label / abnormal-use: possible, as reported in the event, the sales rep knows that surgeon use abnormal forces during surgery. Conclusion summary it is possible that the material underwent many loading cycles or many sterilization cycle which may contribute to weakening of material. On the same time it is possible that the user used the object under unexpected load conditions. However, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a positioning guide, lateral, 20 during an implantation surgery of a maxera cup on (B)(6) 2016. It was reported that the screw holding the alignment guide to the inserter shaft broke. The patient did not retain a foreign body. There was no appreciable surgical delay.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the instrument, the instrument history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a positioning guide, lateral, 20 during an implantation surgery of a maxera cup on (B)(6) 2016. It was reported that the screw holding the alignment guide to the inserter shaft broke. The patient did not retain a foreign body. It is unknown if surgery was delayed.